Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during shoulder arthroscopy, there was a loosening of two 2.9mm anchors due to poor positioning, even though the positioning angulation was oriented. In consequence, the anchors were removed from the patient. The procedure was completed without surgical delay, but it is unknown if a backup device was used and how the issue was resolved. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b5. Correction in h6.

Event description:
It was reported that during shoulder arthroscopy, there was a loosening of two 2.9mm anchors due to poor positioning, even though the positioning angulation was oriented. In consequence, the anchors were removed from the patient. It is unknown if the same bone hole was used. The bone quality was good. The procedure was completed without delay using a s+n back-up device. No further complications were reported. The current status of the patient is good.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Per case details, the anchors were removed from the patient. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on the information provided, the reported poor positioning, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was not confirmed. Factors that could have contributed to the reported event include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.